Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Vascular occlusion is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports lip occlusion with 1 ml juvéderm ultra plus¿ xc. Etiology noted as "obstruction of blood flow as a result of product in vascular space." Hyaluronidase provided two and three days post symptom apparition. Symptoms resolved 4 days post injection.

Manufacturer narrative:
Additional data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reports lip occlusion with 1 ml juvéderm ultra plus¿ xc. Etiology noted as "obstruction of blood flow as a result of product in vascular space." Hyaluronidase provided two and three days post symptom apparition. Symptoms resolved 4 days post injection.